Event description:
It was reported that during a mastectomy procedure, when firing the clips on arterial vessel, the clips are severing the vessel. The vessel is being cut during the forming of the clip. Normal bleeding occurs. A competitor's device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.